Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported, a xen®45 gts. "When the trigger button was pushed, it was thought, it was locked up. And the plunger would not deploy", during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts "when the trigger button was pushed it was though it was locked up and the plunger would not deploy" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. Slider resistance is not verified based on the test results in the sample investigation. Slider resistance is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test.